Event description:
During the device evaluation, the insufflation unit exhibited dim light-emitting diodes (leds) of the digital numbers on the front panel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section d8 the device was returned to olympus for inspection, and the reportable malfunction of leds on front panel not lighting was confirmed. Based on the results of the investigation, it was surmised that the failure was due to a faulty front panel led. The root cause could not be specified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.